Event description:
Allergic reaction [hypersensitivity], migraine headache [migraine], face is extremely sensitive to touch [hyperaesthesia], pain along right side of face and behind right eye, ear and upper teeth/molars [pain], facial swelling [swelling face], right knee pain [arthralgia], swelling of r knee [joint swelling], knee stiffness [joint stiffness]. Case description: spontaneous report was received on (B)(4) 2011, from a (B)(6) female pt, initials (B)(6) with osteoarthritis. The pt's medical history is significant for previous treatment with synvisc in (B)(6) 2011. On (B)(6) 2011, the pt initiated the synvisc-one injection of 6 ml into both knees. The synvisc-one lot number was not provided. On (B)(6) 2011 (72 hours after receiving the synvisc-one injection), the pt experienced right knee pain, right knee swelling and right knee stiffness. On (B)(6) 2011, the pt developed an allergic reaction that included facial swelling on right side of the pt's face and migraine headache. Add'l treatments for the events included prednisone taper, advil, and ice. The action taken with synvisc-one treatment was not provided. The pt's outcome was not reported. Concomitant medications were not provided. The intensity for the events was not provided. Add'l info was received on (B)(4) 2011, from the pt. On an unspecified date in 2011, the pt experienced pain along the right side of her face and behind her right eye, ear and upper teeth/molars and felt that her face is extremely sensitive to the touch and the pain can be excruciating at times. On (B)(6) 2011, the pt completed the treatment with prednisone taper. On (B)(6) 2011, the pt recovered from right sided facial swelling. The pt's outcome for the events of "migraine headache, pain along the right side of her face and behind her right eye, ear and upper teeth/molars and face is extremely sensitive to the touch" was reported as not yet recovered.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report.